Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted and recommended raising limits. The lead remains in service. No adverse patient effects were reported.